Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. The generated results do not indicate that the performance of lot number 01244be00 is compromised. Additionally, actual field data were used to evaluate the performance of the architect havab igg assay in the field over the last 6 months. The number of standard deviations to the cut-off and the median of the negative population were reviewed. The number of standard deviations to the cut-off was in the established baselines for lot number 01244be00 (within +/- 2 sd range). Further, the median of the negative population by lot was reviewed. The average median value across all lot numbers was 0.13 s/co during the reviewed timeframe. The median of lot number 01244be00 is also 0.13 s/co and thus within the established baselines and identical to the average median across all lot numbers. Overall the review of field data did not identify any issue related to the specificity performance of lot number 01244be00. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27.

Event description:
The customer reported (B)(6) results on the architect havab-igg for multiple patients. The customer stated initial results between (B)(6) for 13 patients were confirmed (B)(6) on another method, however no specific initial and repeat data was provided. There was no impact to patient management reported.